Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned device found signs of repeated use (nicked and gouged) and has a piece fractured off of the impactor head. The handle shows wear and impact (strike) marks on the end. The device has a potential field age of 9 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported there was a worn impactor head for vanguard secondary impactor. No impact to patient; instrument replaced before surgery. No adverse event reported.